Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was evaluated by a contracted third party service agent and the reported failure was verified. The service agent replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.the device was not returned to physio-control for evaluation.

Manufacturer narrative:
The removed system/memory pcb assembly was returned to physio-control for additional evaluation. Physio observed black residue from a feedthrough near a filter, designator fl206 and it was also observed that the resistance of the trace between components fl156 (filter) and j2 (pcb mounted jack connector) was about 9 ohms. This measurement indicates internal damage to the system pcb assembly.

Event description:
The customer reported that their device would power itself on as soon as a battery was installed but would not power on when the "on" button was pressed and a battery had been already installed. This was discovered during testing and there was no patient use associated.